Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving clonidine (1000 mcg/ml) at 625 mcg/day via an implantable pump for non-malignant pain and failed back syndrome - other. On (B)(6) 2016 the patient was refilled by their health home nurse. The nurse read the logs and discovered that over the last three months (also reported as since (B)(6) 2016) the motor had stalled and recovered 4 times for 8-11 minutes. The motor stall was seen at the initial interrogation; the pump status and/or event log reported that a motor stall occurred. The patient had not recently had an MRI. Potential electromagnetic interference (emi) and magnetic sources were reviewed with the healthcare provider. The patient did not believe there were any magnets near him, but the patient does have a tablet. The patient was advised to keep the tablet away from the pump. No symptoms were mentioned. The healthcare provider will monitor the pump readings at the next refill on (B)(6) 2016. As the patient's pump is due to be replaced within the next year, they are considering a pump replacement. The patient will be seeing a surgeon regarding a possible pump replacement. The cause had not been determined.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from a company representative. It was reported that the pump was explanted on (B)(6) 2016. The cause of the multiple motor stall/recovers was unknown. The patient denied having any mris. No patient injury occurred. The patient's status after the device was removed was recovered without sequela. The battery was reported to be depleted. It was unknown if there was a loss of therapy. There were no rotor or dye studies performed. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump on 2016-08-25 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. The pump¿s log revealed the following: motor stall occurred on (B)(6) 2016 at 15:24 motor stall recovery occurred on (B)(6) 2016 at 15:33 motor stall occurred on (B)(6) 2016 at 16:13 motor stall recovery occurred on (B)(6) 2016 at 16:22 motor stall occurred on (B)(6) 2016 at 11:08 motor stall recovery occurred on (B)(6) 2016 at 11:19 as per the pump¿s log, clonidine with concentration 1000 mcg/ml was being administered at a simple continuous dose rate of 625.9 mcg/day as of (B)(6) 2016. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.